Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n129872005, implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-18, information was received from a manufacturer representative (rep), regarding a patient receiving lioresal (2,000 mcg /ml, 785 mcg/day) via an implantable pump for cerebral palsy. It was reported the patient was having their pump replaced due to "almost end of life". When the healthcare professional (hcp) opened the pump pocket, it was full of clear liquid he assumed was drug from the pump. The patient had complained that the pump site was swollen prior to surgery, but was unsure as to why. It was noted the patient had previously had a surgery close to the pump site. It was stated, "thought the swelling may have been from that". The hcp removed the pump connector piece and replaced the new sutureless pump connector and aspirated completely once connected to the new pump. The old pump was replaced. The issue was resolved at the time of this report. The patient's status was alive, no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The company representative did not have the device in their possession as it was mailed back to the manufacturer a month or so ago. The company representative did not know where the device was now.

Manufacturer narrative:
Product ID: 8709sc, lot# n129872005, implanted: (B)(6) 2007, product type: catheter; product ID: 8709sc, lot# n129872005, implanted: (B)(6) 2007, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-dec-04, additional information was received from the healthcare professional (hcp). The cause of the clear fluid in the pocket was "believed to be a defect in the connection of the catheter to the pump as evidenced by fluid drainage of the connection". The hcp was asked if the fluid was analyzed and confirmed to be drug. The hcp responded, "no". The date of the patient's last refill was requested, but was unknown. It was not known if there were any volume discrepancies at the previous refill. There was no physical damage noted to the catheter or the pump.